Event description:
It was reported that during a sling procedure, the surgeon perforated the bladder. The surgeon then removed the device and made another pass. Insertion was difficult, and considerable force was required to pass the device. The coupler cracked around the center but did not break through completely. It was estimated that the coupler broke approximately 75% of the way around. The procedure was completed with the same device. The bladder was "scoped", and no intervention was required for the perforation. There was no adverse patient outcome.